Event description:
It was reported that this pacemaker exhibited high out-of-range (oor) pacing impedance measurements on the non-boston scientific right ventricular (rv) lead, which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and no noise, no oversensing, and no pacing impedance oor in the bipolar mode were noted. However, when the impedance test was running with isometric testing. Oor impedance measurements were observed. Additionally, noisy signals ovsersensed was also determined. Troubleshooting options were discussed and recommended. The patient was further evaluated, isometric testing was performed and no noise was observed. The lead was reprogrammed to bipolar mode and the impedance measurements were in range. Subsequently, the pacemaker was programmed back to bipolar configuration. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited high out-of-range (oor) pacing impedance measurements on the non-boston scientific right ventricular (rv) lead, which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and no noise, no oversensing, and no pacing impedance oor in the bipolar mode were noted. However, when the impedance test was running with isometric testing. Oor impedance measurements were observed. Additionally, noisy signals ovsersensed was also determined. Troubleshooting options were discussed and recommended. The patient was further evaluated, isometric testing was performed and no noise was observed. The lead was reprogrammed to bipolar mode and the impedance measurements were in range. Subsequently, the pacemaker was programmed back to bipolar configuration. At this time, the product remains in service and no adverse patient effects were reported.